Manufacturer narrative:
(B)(4) - lens tore capsule. Eval: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. (B)(4).

Event description:
The reporter stated the surgeon twisted the cq2015a collamer three piece lens into the eye and it fell through the posterior capsule. The lens was removed, a vitrectomy was performed and an acl was implanted. The reporter stated the pt did not have any pre-existing issues and the lens caused the event.